Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead revealed a separation of the gore¿ covering from the medical adhesive (ma) at the distal end of the distal shocking coil. Associated with this was a slight stretching of the distal end of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the attempted implant of this right ventricular (rv) lead, pacing impedance measurements of greater than 3000 ohms were observed. It was noted that the physician thought they twisted the lead too many times. A new lead was successfully implanted. No adverse patient effects were reported.